Manufacturer narrative:
No test methods have been performed ((B)(4)) as the product performed in accordance to specifications ((B)(4)) and the device was used in accordance with labeled indications ((B)(4)). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of heartburn, chest pain and a persistent cough. The patient reported visiting a general physician due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently better. The treating doctor did not consider the event was serious or life threatening to the patient.